Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a watchdog timeout alarm on the insulin pump. Customer was assisted in clearing and resetting the insulin pump. Customer's blood glucose was 570 mg/dl at the time of the incident. Customer stated that she has syringes but does not know how much insulin to take. Customer was advised to remove the battery for 5 minutes and then reinsert it. Customer stated that the display did not return. Customer declined assistance in setting up the other insulin pump she has in a box. Customer was assisted in setting the clock to the correct time. Customer then took a bolus and stated she was going to bed. Due to multiple occurrence of the alarm, customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer refused because she does not have a back-up. Customer was advised to call her health care provider to set up training and the pump.